Event description:
Used shamrock butterfly for venous lab draw, just after piecing skin the shamrock came loose causing inability to advance needle. Had to discontinue needle & perform 2nd venipuncture.